Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy the "plastic part" from the titanium adapter came off, further specified as ¿it didn't completely come off but came off enough causing a leak while the patient was sleeping¿. It was further reported the transfer set came apart from the "brass part" which resulted in a leak. Subsequently the patient developed a stomach infection. The cause of the event was not reported. It was reported the patient visited the hospital; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the antibiotics were ongoing, and the patient was recovering from the event. The titanium adapter and the transfer set were replaced. Action with pd therapy was not reported. No additional information is available.